Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval the monitor reset during pulse testing. The cause for the reset was isolated to a defective u7 processor on the monitor c/a board that had a low output. The root cause for the defective u7 component could not be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, the monitor sn (B)(4) reset during a pulse test. The last pt to use this monitor did not report any deficiencies.